Event description:
It was reported that the patient presented to the ICU due to increase in seizures. The patients generator was interrogated and indicated a battery status of 18-25% after being implanted for one month. Further information was received noting that the patient was in the hospital with pneumonia. No other relevant information has been received to date.

Event description:
Generator analysis was performed. Generator was received pulse disabled and eos warnings were set. The pulse disabled byte would not reset. The postburn electrical test results showed that the pulse generator pcba performed according to functional specifications. Diagaccum consumed memory locations revealed that 119.305% of the battery had been consumed. A battery life calculation displayed 0.0 years remaining before the near-end-of-service (neos) flag would be set to a neos=yes condition. Electrical performance of the generator, as measured in the pa lab, will be used to conclude that no anomalies exist, and the end-of-service (eos) condition is an expected event. No additional relevant information has been received to date.

Event description:
Explanted generator was received and product analysis is being performed. No additional relevant information has been received to date.

Event description:
Patients generator was explanted. The explanted product has not been received by the manufacturer to date.